Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the machine screen freeze due to low disk space issue. A technical support specialist (tss) followed the steps in knowledge article ¿clean winsxs folder to free disk space (win10 devices only)¿ to update the settings and reboot the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis machine had a screen issue, and the user needed to tap the screen multiple times before it began working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.